Manufacturer narrative:
MDR 2518422-2024-43374 was submitted in error, this is not a reportable event. This is a non uno event. The manufacturer received information alleging to have a rash and bumps on the back of her head. No other clinical information or medical interventions were reported. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging to have a rash and bumps on the back of her head no other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.